Event description:
Patient with complaints of back pain. X-rays done on (B) (6) 2009 reveal 2 broken rods. Dr. (B) (6), attending surgeon states patient has pseudoarthroses which is the probable reason for broken device.